Event description:
During a therapeutic stone removal procedure there was resistance and this stone cone would not withdraw into the sheath. The doctor left it in the patient, taping the proximal end to the patient's leg. It was removed two days later using an open catheter through a scope. There were no patient complications.